Event description:
The physician reported he recently operated on a pt with a jejunal perforation from a disrupted, gianturco-roehm bird's nest vena cava filter nest ivc filter. The pt reports that it was placed approx 15 years ago. Multiple attempts to obtain add'l info have been unsuccessful ((B)(6) 2011). The following add'l info was received (B)(6) 2011: a (B)(6) female pt presented with abdominal pain; x-ray confirmed free air, and the pt was schedule for an operating room procedure to remove foreign body from the small intestine (jejunum) and repair of the small bowel. The pt had been previously admitted for gi bleed during the (B)(6) 2011. Pt outcome was requested but not provided.

Manufacturer narrative:
Removal of device is not labeled. Perforation is labeled. Event eval: still under investigation.